Event description:
It was reported that during a lap gastrectomy, could open the front edge smoothly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 9/28/2007. The analysis results found that the instrument was returned with the jaws broken at bifurcation. The instrument was cycled and ejected the remaining clip due to the jaw condition. A primary investigation has been initiated to address the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.